Event description:
It was reported that perforation occurred. A left atrial appendage (laa) closure procedure was being performed. Trans-septal puncture was performed utilizing a versacross connect and a watchman fxd curve access system (was). Tenting was visualized on the septum via transesophageal echocardiogram prior to delivering the radiofrequency (rf) needle. Once the rf was delivered, the boston scientific (bsc) representative in the case and the echocardiogram physician were unable to see the wire in the left atrium (la). However, the implanting physician reported visualizing the wire in the la via fluoroscopy. The was sheath was advanced, and it was then discovered that it had advanced through the aortic wall, rather than into the left atrium. The was sheath was left in place while surgery consult was called. Open heart surgery was performed to remove the was sheath and close the aortic perforation with a few sutures. Additionally, the laa was clipped using a non-boston scientific clip. The patient remained stable throughout the procedure. The following morning the patient awoke and was extubated with an expected full recovery.